Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the device was showing critical override mode. A technical support specialist (tss) identified that the carefusion coordination engine service had stopped due to storage capacity being reached as a result of old backup files not being purged. The information technology team confirmed that managing database backups; therefore, the tss disabled the bd jobs as part of the corrective action. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all pyxis device was showing critical override. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.